Event description:
I used fixodent from approximately 2006 until 2009. While I was using fixodent, I began experiencing numbness and tingling in my extremities. I need to get diagnosed as to whether I have neuropathy. I have no medical insurance. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2006 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.